Manufacturer narrative:
G3, h2, h3 and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per complaint details, the data presented in the aging literature review article refers to a patient with sensitization to one of the reviewed components (metals, i.e. Chromium, cobalt, nickel, and cement components) whom required a tka revision due to an ¿allergic reaction (i.e. Malaise and nausea, itching, skin reactions and/or arthrofibrosis or early implant loosening which could not be attributed to other reasons.)¿. Responses to the requested clinical documentation had not been received as of the date of this investigation. The root cause and the patient impact beyond that which is documented in the article could not be confirmed and the patient status remain unknown. Therefore, no further medical assessment could be rendered. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential probable causes could included but are not limited to patient condition and patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. D5: update operator.

Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the s&n orthopaedic reconstruction devices was applied to 855 patients, and 1 of these patients presented allergic reactions, (malaise, nauseam itching, skin reactions, arthrofibrosis). Revision surgery was performed due to allergic reactions.